Event description:
On (B)(6) 2025, I underwent a robotic fusion (instrumented) spine lumber posterior (2 levels) of l4-s1 foraminotomy. I stayed in the hospital until (B)(6) 2025 then transferred to an inpatient rehab facility for 14 days where I had managed ot/pt care. Post-operative spinal x-rays were ordered prior to my first post-operative visit with my surgeon and were completed on (B)(6) 2025. I don't know when the problem occurred but the imaging showed the right set screw is displaced compared with intraoperative imaging and I was required to go back to surgery to remove and replace the end cap of the set screw. The manufacturer name is globus medical. My surgeon, dr. (B)(6), reported this event to the manufacturer. The image clearly shows displaced end cap from set screw.